Event description:
It was reported that the stent foreshortened. The occluded target lesion was located in the iliac artery and superficial femoral artery. A 5 x 80 x 130 innova self-expanding stent was advanced for treatment. After deployment, it was observed that the stent was significantly shortened and was unable to fully cover the lesion. As a result, the procedure was rescheduled. The patient was sedated with local anesthesia. No complications were reported, and the patient condition following procedure was stable.